Event description:
It was reported that an ilet pump became nonfunctional with a blurry, unresponsive screen and would not power on or respond to charging after being worn during a workout in which the user was sweating and the pump was tucked in clothing; the user provided photos and a video for review, and a replacement pump was arranged with instructions that device settings and adaptive data would not transfer and a full startup would be required. Symptoms included no physiological symptoms. Outcomes included interruption of insulin delivery from the affected pump, mitigated by the user¿s backup therapy. Investigation included review of customer-provided media and case documentation. Investigation of this case revealed a device failure consistent with a display or user interface malfunction and an inability to power on, with potential exposure to moisture, and no alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.